Manufacturer narrative:
Device passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stuck button alarm. Customer's blood glucose level was 121 mg/dl. Customer stated they did not press a button down for 3 minutes or longer. Customer reported that the insulin pump was not exposed to a change in altitude. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.